Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received insulin flow block alarm and experienced high blood glucose levels of 27.0 mmol/l. Troubleshooting was performed. The customer was advised that the insulin pump was working as designed. The customer treated high blood glucose levels with insulin pump. The customer was advised that the alarm was caused by infusion set and reservoir. The customer insisted on replacing the insulin pump. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.